Event description:
It was reported that during equipment testing conducted by b)(4) (importer) field service technician at the user facility, the 4:1 straight reducer was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no pt involvement and no delay to a surgical procedure.